Event description:
It was reported that, "pt had 19 year old pca hip. Cup had moved vertical. Acetabular side was revised. Stem well fixed. Doctor was satisfied."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.